Event description:
It was reported that the user experienced repeated low blood glucose readings after a supply change due to leaking tubing (captured under (B)(4)/ case number 00144287). A caregiver assisted by phone, and the user acknowledged ignoring low alerts and corrections while overtreating hypoglycemia with crackers, juice, and a full meal. The caregiver was advised on the circle app¿s three-line indication of rapidly changing glucose and to check for sensor alerts. Symptoms included hypoglycemia and hyperglycemia ranging from 53 mg/dl to 247 mg/dl. Outcomes included the need for oral glucose and continued monitoring by the caregiver. Investigation included troubleshooting and education regarding low glucose management, device use, and interpretation of sensor trends. Investigation of this case revealed user-related factors, including ignoring low and correction alerts and overtreatment of hypoglycemia, following a prior tubing leak and complete supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-related behavior in hypoglycemia management and response to alerts.